Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the personal diabetes monitor (pdm) was showing a device corrupt message on the screen. Additionally, the patient charged in the evening, left plugged in all night, and when she wakes up around 8am, the screen is black. She had to switch it on. There is no vibration, no audible alert, only the message ¿corompu¿. The patient experienced high blood glucose levels throughout the night and received an insulin delivery restriction alert, no hazard alarm. The patient's blood glucose levels reached greater than 250 mg/dl.

Manufacturer narrative:
The physical controller was received for investigation. No damage or abnormalities were noted during initial inspection. When turning on the controller the device prompted a message stating the memory is corrupted. Attempts to boot up the returned controller were unsuccessful. The device was unable to boot to the lock screen during the investigation and log files were unable to be obtained. The exact cause of the memory corruption could not be determined. The memory corruption prevented the start up for the device, therefor no audible notifications were heard.